Event description:
Customer reported the insulin pump has been alarming during manual prima and button error for six to nine months. Customer does not recall blood glucose level. Customer does not recall any significant event that may have caused the device to alarm. Customer stated the alarms might be because the device was old. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump buttons all responded properly. No keypad anomalies were noted. The insulin pump was unable to prime during the prime test due to a loose and flush drive support disk. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.